Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/29/2020. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure the patient is 60 years old male. The diagnosis and indication for the index surgical procedure off-pump coronary artery bypass surgery. Date reoperation and re-fixation was performed? Reoperation including re-fixation was performed, but the date is unknown. What was the appearance of the suture during the reoperation? The product was broken in multiple pieces. If applicable, will product be returned, return date, tracking information no sample will be returned. The followiing information was requested but unavailable: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? Was a medical or surgical intervention performed when the wire was found broken in may? Was there any precipitating stress factor for the suture breakage? Other relevant patient history/concomitant medications lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What is physician¿s opinion as to the etiology of or contributing factors to this event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How the suture was initially tied? Was a medical or surgical intervention performed when the wire was found broken in (B)(6)? Date reoperation and re-fixation was performed? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What was the appearance of the suture during the reoperation? Was there any precipitating stress factor for the suture breakage? Other relevant patient history/concomitant medications lot number? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent off-pump coronary artery bypass surgery on (B)(6) 2020 and suture was used. When closing the chest, suture was used on the sternum. Around (B)(6) 2020, by CT it was found that one suture had been broken. On (B)(6) 2020, it was noticed that a piece or pieces of suture were buried and remained in the myocardium. A CT image taken a few days before (B)(6) 2020 also showed the condition. The suture was retrieved and refixation with sternum plate was performed. The total body condition of the patient has been stable since the refixation. Follow-up observation with CT will be performed as outpatient service. Additional information has been requested.